Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical engineer (biomed) at a user facility reported that the fresenius 2008t hemodialysis (hd) machine would not power on. The machine was removed from service and the biomed found that the power rocker switch in the power supply was discolored and burned from heat damage. The black wire between the power rocker switch and the power control board was also discolored. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals as a result of this malfunction. The biomed stated that the switch was the original part to the machine. The machine was plugged into a hospital-grade ground fault circuit interrupter (gfci) outlet as of 1.5 years ago. There was no burning smell, smoke, flame, or spark reported. The biomed replaced the power switch which resolved the issue. The unit was returned to service at the user facility without a recurrence of the event as reported. No parts have been made available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.